Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe abnormal pain during menstruation"), menorrhagia ("abnormal heavy bleeding during menstruation"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain") and menstrual disorder ("abnormal menses"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2014). Essure was withdrawn. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain and menstrual disorder outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was full occlusion of fallopian tubes confirmed. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe pelvic pain, amongst non serious events. Approximately three years after insertion, plaintiff underwent a hysterectomy with bilateral salpingectomy. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure insertion and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and menorrhagia ("abnormal heavy bleeding during menstruation, abnormal bleeding (vaginal, menorrhagia)") in a 34-year-old female patient who had essure (batch no. 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included attention deficit/hyperactivity disorder, bipolar disorder, conversion disorder since(B)(6)2013, depression, anxiety, diabetes mellitus, convulsions since(B)(6)2013, post-traumatic stress disorder since (B)(6)2013, ovarian cyst since (B)(6)2014, drug allergy, rash, drug hypersensitivity, penicillin allergy and endometriosis. On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, 2 months 3 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal pain during menstruation, dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), menstrual disorder ("abnormal menses"), uterine pain ("uterine pain") and abdominal pain ("pain, abdominal"). The patient was treated with citalopram, vicodin, medroxyprogesterone (depo provera), ibuprofen, surgery (hysterectomy (full) and bilateral salpingectomy on (B)(6)2014, oophorectomy) and surgery (endometrial ablation on (B)(6)2013). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, uterine pain and abdominal pain was resolving and the menorrhagia, menstrual disorder and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes confirmed ultrasound pelvis - on (B)(6)2014: normal. On (B)(6)2014, ultrasound scan showed complex follicle measuring 2.8 cm. The left ovary had few follicles measuring maximum 1 cm in diameter. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, pelvic pain most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records received: new reporters, patient demographic information, product indication updated, lot no, treatment medications, new events vaginal haemorrhage, uterine pain, abdominal pain added. Outcome for the events uterine pain, abdominal pain, pelvic pain, back pain and abdominal pain lower added as recovering / resolving. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and menorrhagia ("abnormal heavy bleeding during menstruation, abnormal bleeding (vaginal, menorrhagia)") in a 34-year-old female patient who had essure (batch no. 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included attention deficit/hyperactivity disorder, bipolar disorder, conversion disorder since (B)(6) 2013, depression, anxiety, diabetes mellitus, convulsions since (B)(6) 2013, post-traumatic stress disorder since (B)(6) 2013, ovarian cyst since (B)(6) 2014, drug allergy, rash, drug hypersensitivity, penicillin allergy and endometriosis. Concomitant products included fluoxetine hydrochloride (prozac) since 2005 and valproate semisodium (depakote) since 2005. On (B)(6) 2012, the patient had essure inserted. On (B)(6)2013, 2 months 3 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal pain during menstruation, dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), menstrual disorder ("abnormal menses"), uterine pain ("uterine pain") and abdominal pain ("pain, abdominal"). The patient was treated with citalopram, vicodin, medroxyprogesterone (depo provera), ibuprofen, surgery (hysterectomy (full) and bilateral salpingectomy on (B)(6) 2014, oophorectomy) and surgery (endometrial ablation on (B)(6)2013). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, uterine pain and abdominal pain was resolving and the menorrhagia, menstrual disorder and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes confirmed ultrasound pelvis - on (B)(6) 2014: normal. On (B)(6) 2014, ultrasound scan showed complex follicle measuring 2.8 cm. The left ovary had few follicles measuring maximum 1 cm in diameter. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-jan-2017: ptc investigation result. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe pelvic pain, amongst non serious events. Approximately three years after insertion, plaintiff underwent a hysterectomy with bilateral salpingectomy. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure insertion and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident as a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.